Event description:
A patient contacted global technical service (gts) regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) after use, while the patient was not connected. The home patient (hp) stated that she got this message at the start of the day today. The technical service representative (tsr) reviewed the therapy log. The initial drain was equal to 3 ml, the initial drain alarm was set to 0 ml, the last fill volume was equal to 15 ml, the total fill volume was equal to 9995 ml, the total drain volume was equal to 12641 ml, the average dwell time was equal to one hour and seven minutes, the average drain time was equal to twenty three minutes, the total ultrafiltration (uf) was equal to 2646 ml, the cycle 5 uf was equal to 393 ml, the cycle 4 uf was equal to 225 ml, the cycle 3 uf was equal to 2152 ml, the cycle 2 uf was equal to -180 ml, and the cycle 1 uf was equal to 26 ml. There was one bypass, no manual drains, and no changes in therapy. The tsr reviewed the programming. The therapy was set to continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), the total volume was set to 10000 ml, the total time was set to nine hours, and the last fill volume was set to 0 ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was aware of the alarm. She stated that the patient has been doing fine since then. The rn stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain; one or more cycles advanced to the next fill when a slow/no flow situation occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.